Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a blocked inlet of a urine bag was reported. Urine could not run into the bag.

Manufacturer narrative:
Six bags were received for testing. The bags were tested for pressure/time to initiate flow into the bag and filling rate. The testing found that the initiation of flow occurred after more than one minute and that the bags could not be filled with water. Based upon this testing, this complaint can be confirmed as reported.